Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained oversensing and decreased sensing were observed on the lead. Diagnostic imaging revealed no visual anomalies. Lead was revised. Patient was stable before, during and after the procedure.